Event description:
It was reported that the dexcom g7 continuous glucose monitor became unpaired from the ilet device and pairing to the ilet failed; the user restarted the phone, toggled settings, and re-entered the sensor pairing code, after which the pairing process was re-initiated and the user entered a blood glucose value of 176 mg/dl to connect to the pump. Symptoms included loss of cgm connectivity. Outcomes included dosing suspension notifications related to cgm not paired. Investigation included troubleshooting and user education to re-establish pairing. Investigation of this case revealed a communication and pairing failure between the cgm and the ilet, consistent with a device communication issue; after guided steps, pairing was restarted. It was concluded, based on previously established findings for similar reports, that the cause was user/system pairing disruption with successful re-initiation after standard troubleshooting.